Event description:
I would like to report an unsafe condition with syringes. The naming of the syringes has units, cc and ml. These supplies are sent but the county has caused confusion for both pharmacy techs drawing up the vaccine and nurses who administer. I have pictures if needed. Confusing / incomplete info (label/labeling) packaged measuring device cause for error. (B)(6). Submission ID: (B)(4).